Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm permanent cautery hook (pch) instrument stopped working. No fragments fell into the patient. The procedure was completed with no patient harm reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and to obtain additional information, however, no further details are available regarding the reported event.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis and the complaint was confirmed. The monopolar instrument was analyzed and found to have a broken monopolar yaw pulley at the posts and a piece measuring approximately 1.69mm x 1.56 mm was found to be broken off. The broken piece was not returned with the instrument. The components surrounding the break did not exhibit damage that would have contributed to the broken yaw pulley. Additionally, the instrument had a broken conductor wire at the yaw pulley, failed the electrical continuity test and no signs of thermal damage were observed. The instrument also had a derailed grip cable from its normal position at the distal idler pulley but visual inspection of the backend found no evidence of a cracked clamping pulley, input disk, or input shaft that would have caused the loose cable but the loose cable could be due to broken yaw pulley. The probable root cause of the broken monopolar yaw pulley attributed to damage during use or improper handling, which may result from accidental drops of the instrument or inadvertent collisions with other instruments. Applying excessive force to the distal end of the instrument can also result in a cracked or broken yaw pulley. The probable root cause of the damaged conductor wire is primarily attributed to component failure. Conductor wire management issues can result in damage to the wire itself, weld, and insulation. Damage can also occur during reprocessing or cleaning as the tip range of motion (rom) is not restricted, which could lead to conductor wire dislodgement and pinching. The probable root cause of the derailed grip cable is attributed to a loss of cable tension. A cracked clamping pulley and/or input shaft can cause the cable to become dislodged at the proximal end. When the clamping pulley and/or input shaft is cracked, the cable can dislodge as the input could "slip" with respect to its internal shaft causing the loss of cable tension. A cracked clamping pulley and/or input shaft can be caused by improper cleaning or sterilization techniques used during reprocessing. A dislodged cable at the proximal end can then result in the cable becoming derailed or loose at the distal end. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.